Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was performed in 2008 - predilatation was performed prior to stenting. The procedure was to treat instent restenosis of previously placed metalic stents (unk type) in the proximal and distal cx. A xience v (2nd) (1009540-28 / 80442242) was placed in the proximal cx and a xience v (1st) 1009539-28 / 8041842) was placed in the distal cx. In 2009, the pt experienced recurrent chest pain and reported recurrent "chest soreness" at the follow up visit. An out-patient heart cath was scheduled. Instent restenosis of the previously stented target vessel (xience) was noted and ptca was performed. No additional event or pt info is available.

Manufacturer narrative:
The second xience v everolimus eluting coronary stent system is being filed under the same MFR number. Results and conclusion summation- product performance engineering reviewed the incident. Angina and restenosis are listed in the xience v IFU as known adverse events associated with coronary stenting and are not necessarily an indication of a product qual issue. There was no report of any product malfunctions identified during deployment of the stents that could have contributed to the reported pt effects. It is likely that the angina was a secondary effect of the restenosis. However, a definitive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.